Event description:
It was reported that the large volume pump modules were found with a missing gold prong of the iui connector. The product issue was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an missing iui connector prongs was not determined because no products or device logs were returned.